Event description:
It was reported that the controller exhibited a controller fault alarm due to depletion of the internal battery. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. Internal visual inspection revealed no abnormalities. Log file analysis associated with controllers (B)(6) revealed 5 vad disconnect alarms logged on 07/nov/2023 since 14:40:35, likely due to the controllers being powered up without a driveline cable connected. Log file analysis associated with (B)(6) revealed a critical battery alarm was logged on 08/nov/2023 involving (B)(6), due to a depleted battery connected to the controller. This critical battery alarm is an additional finding not related to the reported event and can be attributed to a depleted battery connected to the controller. Log file analysis associated with (B)(6) revealed two controller fault alarms logged on 06/sep/2023 at 16:38:55 and 20:26:27, as well as several event exceptions logged on 06/sep/2023, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis additionally revealed a motor start event recorded on 07/nov/2023 at 15:23:32, in which the motor start parameter was atypical. As a result, the reported event was confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 30-jun-2021 / serial or lot#:(B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-jun-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that review of log file data revealed a motor start event with parameters outside of the typical range. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. Internal visual inspection revealed no abnormalities. Log file analysis associated with controllers (B)(6) and (B)(6) revealed 5 vad disconnect alarms logged on (B)(6) 2023 since 14:40:35, likely due to the controllers being powered up without a driveline cable connected. Log file analysis associated with (B)(6) revealed two controller fault alarms logged on (B)(6) 2023 at 16:38:55 and 20:26:27, as well as several event exceptions logged on (B)(6) 2023, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. As a result, the reported event was confirmed. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. CAPA pr00592731 is investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for the controller exchange.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6), h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system- serial or lot#: (B)(6) h3: no h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event. The most likely root cause of the observed controller power port contamination can be attributed to the handling of the device. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event, (B)(6) was the initial backup controller, and (B)(6) was the third backup controller used. Log file analysis associated with (B)(6) revealed two revealed two (2) controller fault alarms logged on (B)(6) 2023 at 16:38:55 and 20:26:27, as well as multiple event exceptions logged on (B)(6) 2023, indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. An internal inspection did not reveal any anomalies. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Additionally, a vad disconnect alarm was logged on (B)(6) 2023 at 14:58:29, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. In addition, log files revealed that the controller had been in use for more than two (2) years. An internal inspection did not reveal any anomalies. Log file analysis also revealed motor start events recorded on (B)(6) 2023 at 15:23:32 and (B)(6) 2024 at 05:10:39, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed four (4) vad disconnect alarms logged on (B)(6) 2023 at 14:40:35, 15:02:13, 15:04:02, 15:23:15, likely due to the controller being powered up without a driveline cable connected. The alarm cleared at 15:23:26, indicating that the driveline was connected to the controller. Log file analysis associated with (B)(6) revealed one (1) controller power-up event was logged on (B)(6) 2025 at 15:23:10. Various parameters, including time, patient ID, and pump ID were programmed prior to the initial controller power up event, indicating the power up event occurred during the initial programming of the controller and/or a controller exchange attempt. Log file analysis also revealed a critical battery alarm was logged on (B)(6) 2023 at 16:06:30, involving (B)(6), due to a depleted battery connected to the controller. The observed critical battery alarm is an additional finding, not related to the reported event. The most likely root cause of the observed critical battery alarm can be attributed to the battery depleting below 10%. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2023 at 15:01:12, likely due to the controller being powered up without a driveline cable connected. As a result, the reported event was confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible causes of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to powering up the controller without the driveline connected, likely in preparation for the reported controller exchange. The most likely root cause of the observed controller power up event can be attributed to the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.